Event description:
It was reported that the catheter balloon was ruptured, unable to be inflated. Per additional information via email from ibc on 05nov2020, it was confirmed there was no special impact to the patient.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. No root cause could be found because the reported event was unconfirmed. A bard x-force balloon dilation catheter was returned opened with original packaging. Catheter was inspected under 7-20x magnification. No visual defects noted. An in house 0.038" guidewire was inserted and was able to be passed through. Guidewire was left in place for balloon inflation. A new 10cc/30atm endoflator was attached to the balloon hub. Balloon was slowly inflated to watch for leaks and evidence of rupture. Device was inflated to 25atm, and inspected under 7-20x magnification. No leaks or rupture noted. Balloon was then inflated to rbp of 30atm and held. No evidence of leaks or rupture noted. The device history record review was not required as the reported event was unconfirmed. Labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was ruptured, unable to be inflated. Per additional information via email from ibc on 05nov2020, it was confirmed there was no special impact to the patient.